Manufacturer narrative:
(B)(4). Customer has not yet indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted if applicable.

Event description:
It was reported that the patient underwent a shoulder arthroplasty revision due to infection and dislocation. All components were removed. Attempts have been made and additional information is unavailable at this time.